Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an anterior repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when trying to remove the leg assembly on the patient's left side, the suture broke in half. All of the leg assembly came out except for the one suture that broke in half. The physician was able to grab the suture with pickups or graspers and pull it out of the patient. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.